Event description:
The user facility reported during the vitrectomy surgery the cutter would not cut. The pt sustained a retinal tear, which required cryotreatment at the time of the surgery to fix the tear. The doctor felt it would take approximately 3-4 weeks for the pt to heal.

Manufacturer narrative:
Evaluation completed. One 25ga cutter was returned in a plastic biohazard bag along with a bl5425 pack label from lot v0928 was returned. Visual inspection found the tip protector was not returned. The needle does not appear to be bent. The port window was in the opened position. There was dried solution in the tubing. A functional test was performed using a stellaris pc system. The cutter did initially have good clean cuts at 5000 c.p.m. After reducing the cut rate and gradually increasing the cut rate back to 5000 c.p.m. The cutter stopped cutting and aspirating. The cutter appears to be clogged or partially clogged. The cutter cannot cut in this condition. The sterilization and lot history records have been reviewed and found to be acceptable.